Event description:
This is a case report that refers to a female patient who underwent a peritoneal dialysis using an uv-flash machine and an uv transfer set (lot h05j10095) in 2007. The set was connected to this patient since 2006. It is reported that the machine had alarmed, diodes lights 3 and 5 switched on. When the door was opened, the spike was above the chimmey of the new bag. Consequently, the transfer set was changed although there was no visible damage on it. The patient continued to use the machine after this event.according to the reporter, the patient experienced a peritoneal infection as a consequence. She received fortum (ceftazidime) 1 g daily from the following day for three days, vancomycin 1g on the second day. Bags and line were discarded. The machine was returned to baxter technical services. This is one of the three similar events that have occured to this patient. Additional information received on 19 apr 2007: this case refers to a female patient. She started capd in 1999 with the following pd scheme : dianeal 1,36% (4l daily), nutrineal and extraneal (2l daily of each). No concomitant treatment or history of allergy reported. In 2007, the patient was hospitalized for peritonitis (cloudy dialysate) while under extraneal treatment. She had no associated clinical symptoms or loss in uf. On the same day, she received vancomycine, 1g, ip and fortum (ceftazidime), 1g, ip. Fortum, 1g was further continued for an unreported period. Dialysate culture was negative. (It could not be found out which extraneal batch was precisely used, however, the last batches delivered prior to the event for extraneal and for nutrineal). Dp treatment was continued unchanged. On nine days later,, the patient was considered as recovered and was discharged from hospital. On that day, the patient was re-hospitalized for lateral malleolus fracture. On the following month, during the hospitalization, the patient encountered an uv flash connection problem; mis spiking, the transfer set was place over the new bag and perforated the collar. (Uv flash and uv flash transfer set). The line was further replaced although it was not damaged. The patient received vancomycine, 1g, ip as prophylactric antibiotherapy. For three days in the same month, the patient received fortum, 1p daily and vanomycine, 1g the second day. On three days later, oroken (cefixime) was started. Dialysate work up results were as follows: on original date: cloudy dialysate with 165 elements (neutrophils 76%), 1 erythrocyte cell/mm3 and on identified microorganism. On a month earlier: cloudy dialysate with 183 elements (neutrophils 73%, monocytes 27%), 3 erythrocyte cells/mm3 and no identified microorganism. The patient's pd schedule was never changed since the month prior to original month; however, there was no precision on batches used during the patient's hospitalization. There was no anomaly on the bag while removing the over pouch or proceeding to connection. The catheter was not replaced recently. There was no information whether the patient had experienced peritonitis during the last 12 months. On nine days after the original date, the patient recovered and was still hospitalized.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 17, 2007.